Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on year 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that there was a pressure reading issue, there were incorrect pressure values displayed. There was an additional failure regarding the venous probe. The device was exchanged. The venous probe failure is not reportable as prior to any therapeutic measure based on the parameters displayed by the venous probe, a laboratory blood gas analysis must be checked. As the cardiohelp was exchanged during treatment, a report is required. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that there was a pressure reading issue, there were incorrect pressure values displayed. There was an additional failure regarding the venous probe. The venous probe would not read any values. The device was exchanged. No harm to any person has been reported. The failure ¿venus probe not reading svo2 values¿ is not a reportable event, as these values must be regularly checked by the user via a blood gas analysis by a laboratory. Any pressure issue, or pressure reading issue can lead to a pump stop if the interventions were set by the user. Further the device was replaced. Therefore a report is required. A getinge field service technician (fst) was contacted by the customer. According to the fst, the customer only requested the venous probe to be assessed and has not requested the repair of the cardiohelp device at this time. The customer stated that the cardiohelp device was taken out of use, pending the repair of the venous probe. Therefore, the pressure failure could not be assessed. The fst could not verify the venous probe reading failure. The venous probe could be initialized and could measure svo2 values. Regarding the "incorrect pressure values displayed" failure, no exact root cause could be determined as the customer has not requested repair at this time. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure; wrong pressure information e.g.: - defective / disturbed (emi) pressure sensor - connection of non-compatible senor - response time is too long - defective pressure sensor - positive or negative pressure beyond specification (release of tubes) - too high / low atmospheric. Additionally, regarding "venous probe reading incorrectly" failure, the failure could not be replicated, therefore no exact root cause could be determined. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure; venous probe sends no or wrong svo2, hct and hb values. User decides medical treatment according to venous probe values. Sensor failure because of e.g.: - (partly) sensor failure - light influences- blood light spectrum differences - response time is too long. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter ¿preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Referring to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally, in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. In addition, in the IFU chapter "connection the sensors" is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The venous probe is operated with a supply voltage of 9v. Voltages below 10 v can be perceived under certain conditions (e. G. Wet skin), but there is no risk for harm due to an electrical shock. The review of the non-conformities for both failures was performed on 2024-10-01 for the period of 2014-10-02 to 2024-09-20. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-10-02. Based on the results the reported "incorrect pressure values displayed" and "venous probe reading incorrectly" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).